Manufacturer narrative:
Product discarded and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Bottom portion of the brush head had fallen off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom portion of the oral-b dual clean brushhead had fallen off. No symptoms developed.